Event description:
The user facility explained the listed device was too difficult to use, specifically during threading. During use, the listed device would not deflate and allegedly caused fibrillation to the pt. Add'l info has been requested regarding treatment/intervention/condition of pt. No info has been received at this time.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated the MFR will file a follow up report detailing the results of the eval.